Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached. A photo provided by the customer shows the handle cannula detached. Dimensional tests indicate that the screws depth and length are within the permitted tolerances. And have the right shape. Dimensional inspection also observed the side car rx was pushed back out of specification. A microscope inspection noted the screws have the tip and the handle cannula had screw drag marks, which are a result of the handle cannula detaching. Photo no other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that due to the manipulation or the technique used, along with the patient's tortuosity or anatomical conditions, could have affected the functionality of the device. The amount of force applied with the alliance or the stone resistance could have caused the detachment of the handle cannula leaving drag marks of the screws on it. The side car rx pushback could be a consequence of the manipulation or the detachment of the handle cannula during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy with basket procedure performed on may 25, 2022. During the procedure, a trapezoid basket grabbed a stone about 2 cm in size. However, it could not be removed from the papilla of vater. Lithotripsy was attempted using an alliance ii handle in conjunction with the trapezoid rx basket. When closing the basket to crush the stone, the handle cannula broke. The stone was still able to be released from the basket. The procedure was completed using spyglass with ehl. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility address: (B)(6). (B)(4). Captures the reportable event of handle cannula break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy with basket procedure performed (B)(6) 2022. During the procedure, a trapezoid basket grabbed a stone about 2 cm in size. However, it could not be removed from the papilla of vater. Lithotripsy was attempted using an alliance ii handle in conjunction with the trapezoid rx basket. When closing the basket to crush the stone, the handle cannula broke. The stone was still able to be released from the basket. The procedure was completed using spyglass with ehl. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.